Event description:
A consumer reported that following the purchase of this product, he noted the solution was discolored. He used the product anyway and reported experiencing eye irritation and redness. The consumer was seen by a physician and prescribed medication. In a follow up communication, the consumer reported the symptoms continue. Additional info was received from the consumer who reported he was still having difficulties with his sight. The consumer reported he cannot complete the questionnaire.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 01/17/2012, 01/24/2012, and 01/18/201 by email and mail. The consumer reported he cannot complete the questionnaire. (B)(4).